Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly/motor. Moisture damage was found on vibrator motor. The device also had a scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump's display went blank after he took it into the pool and a constant tone was occurring. Blood glucose value was 110 mg/dl. He removed and reinserted the battery and received a button error alarm. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.